Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery on the pump died as the customer did not have the battery charger when the low battery alert was received. The customer's blood glucose (bg) level was 538 mg/dl and an insulin injection was used to address the high bg level.